Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Review of the available text logs and video material identified repeated alarms related to patient circuit disconnected, high respiratory rate, and volume delivery restriction during the reported event. No alarms for elevated etco2 were observed in the provided logs. The available video material suggests increased patient respiratory effort while ventilated in prvc mode, which may indicate that the delivered ventilation was insufficient to fully meet patient demand at the selected settings. In such situations, the ventilator may reduce peak inspiratory pressure to maintain the configured target volume, which can result in increased patient work of breathing if the set tidal volume is too low for the patient¿s needs. Direct comparison with another ventilator is difficult, as ventilation algorithms and pressure/volume delivery strategies may differ between manufacturers, even when similar settings are applied. No comparative recordings or detailed data from the alternative ventilator were available for evaluation. Based on the available information and investigation results, no technical malfunction or evidence of performance deviation of the servo-n ventilator was identified.

Event description:
It was reported that during patient treatment, the respiratory rate increased. There was no patient harm. Manufacturer¿s ref #: (B)(4).